Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector. Analysis also noted that the hanger assembly was cracked and the display wire insulation was pinched but was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output connector was damaged. The epg was returned for service. There was no patient involvement.